Manufacturer narrative:
The cot was evaluated by an authorized field technician at the complainant's site. A visual evaluation was conducted and it was confirmed the drop frame hinges on the cot were broken. The complainant advised the cot was repaired and returned to service. The complainant also provided additional information advising this cot was used exclusively for bariatric transfer and had been used for transfers exceeding the labeled weight limit of the cot. It has been determined the contributing factors to the reported incident are a combination of the primary use of the product for bariatric transfer and the age of the cot which was in excess of 12 years at the time of incident. The IFU for the product provides inspection criteria and recommendations for the handling of bariatric transfers on the product as well as stating the maximum weight the cot is designed for.

Event description:
Complainant alleged that while attempting to load a bariatric patient, the head end of the stretcher buckled at the hinge point. The patient was transferred back to their hospital bed while other arrangements were made for transporting. The patient nor medic crew were injured.

Event description:
Complainant alleged that while attempting to load a 700lb patient, the head end of the stretcher buckled at the hinge point. The patient was transferred back to their hospital bed while other arrangements were made for transporting. The patient nor medic crew were injured.